Manufacturer narrative:
On 2020-03-16, clarification was received from the abiomed clinical field representative regarding the initially reported access site hematoma. The clinical representative, who was on site during support, clarified that the patient's hematoma originated from a malpositioned reprofusion sheath and not the impella. There was no malfunction or deficiency with the impella device, thus, this is not deemed a complaint or an abiomed reportable event. We respectfully request the initial MDR to be retracted.

Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. The device was inserted without issue, however, a large hematoma developed on the access site during use. Although the hematoma appeared as not actively growing, blood counts were monitored and "a few units" of blood products were delivered.